Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted, if the device is received.

Event description:
It was reported by the contact that the customer received a temperature alarm, when the pump was removed from the box. The contact turned off the pump. The customer was not connected to the pump at the time of the alarm.